Event description:
It was reported that the device was explanted after an implant duration of approximately 1 month. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The thoracic aorta was unremarkable; however, the pt had known cardiac disease. It was reported that the stent graft was successfully implanted without complications; however, 24-48 hours post implant, the pt was paralyzed. It was noted that a spinal drain was not used in this procedure. After a few days, the pt died of a cardiac event and the stent graft was explanted at autopsy in 2009. The explanted stent graft was received and its evaluation is pending. No add'l info was provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.